Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that during the colpotomy cut of the procedure, a hand-full of subject device have failed in use. There was no report of patient injury associated with the event. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The omsc confirmed the following event on (B)(6), 2021 and determined that it was an medical device report (MDR) reportable event. - the probe was found to be broken off at 16mm from its tip.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the product name was tb-0535fcs and the lot number of the device was kr100045. - the probe was found to be broken off at 16mm from its tip. - the broken piece of the probe tip was not returned. - there was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. - the broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. - the proximal side of the tissue pad was worn away. - there was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. - the coating of the grasping section was partially peeled off. The device history record for the lot indicated no anomaly with the event-related items below. - inspection however based on the physical investigation result, the exact cause of the event couldn't be exclusively identified. From the past investigation results, it is likely the error and the probe broken occurred by the following mechanism: ¿seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. The probe broke when added some load. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The above device handling has warned in the instruction manual.